Event description:
During routine preventative maintenance by a laerdal field service technician at the customer's location, the "close tape door" warning was found not to prompt when the door was open.